Manufacturer narrative:
Summary of evaluation: the device has not been returned for evaluation. A review of the device history record for this component found that no discrepancies were reported during MFR.

Event description:
Revision of patella due to wear.